Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument and completed the device evaluation. The instrument was analyzed and found to have a broken grip that is completely detached from its base. The broken piece was not returned with the instrument. The components adjacent to this broken grip show damage which may indicate potential\mishandling/misuse.

Event description:
It was reported that during central processing, the tip of the 8mm force bipolar instrument was broken. Isi followed up with the initial reporter and obtained the following additional information: there was no patient involvement when the issue was identified, spd returned the instrument to the robotics coordinator on (B)(6) 2024.